Event description:
The device was removed due to "low fluid, no leaks in pump. Tubing or cylinder or reservoir. Possible tubing break near reservoir".

Manufacturer narrative:
According to the available info this inflatable penile prosthesis was implanted on 7/12/90 and removed on 12/3/96 because it was "low on fluid." The received info states that "no leaks in pump, tubing or cylinders or reservoir. Possible break near reservoir but m.d. May have done when removing." Qa was unsuccessful in securing the explanted prosthesis for evaluation. Without the benefit of analyzing the explant, qa is precluded from confirming any observations and precluded from commenting on the condition of the prosthesis. Should the explanted device become available, or add'l info be received, qa will re-evaluate this complaint in accordance to procedures.